Event description:
Reportable based on the device analysis completed on 11 jan 2023. It was reported that visualization issue occurred. The (B)(4)% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex coronary artery. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, the device could not show images. The procedure was completed with another of the same device. There was no patient injury. However, returned device analysis revealed the imaging window was detached.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed a kink was observed in the sheath assembly. Microscopic inspection revealed the imaging window was detached in the lap joint section. The imaging window was not returned for analysis. Impedance testing showed a good unit wave form. Image test could not be performed due to the condition in which the device returned.